Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention, pain and urgency. A cystoscopy, bladder drainage and an interventional procedure was performed to temporarily deactivate the aus. On a follow up appointment, the aus was reactivated and the patient was able to void. The event was classified as resolved and the health care center believes the case was not related to the device, nor the procedure. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention, pain and urgency. A cystoscopy, bladder drainage and an interventional procedure was performed to temporarily deactivate the aus. On a follow up appointment, the aus was reactivated, and the patient was able to void. The event was classified as resolved. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention, pain, and urgency. A cystoscopy, bladder drainage and an interventional procedure was performed to temporarily deactivate the aus. On a follow up appointment, the aus was reactivated and the patient was able to void. The event was classified as resolved and the health care center believes the case was not related to the device, nor the procedure. The adverse event was due to going too long without voiding resulting in a bladder stretch. The patient stated that he was driving home from vacation and did not want to stop to urinate. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. A cystoscopy was performed and an interventional procedure was performed to temporarily deactivate the aus was performed. The event was classified as resolved. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.